Event description:
Patient presented to the physician with intermittent yellow fluid drainage from the chest incision site since the implant procedure. Physician prescribed antibiotics. Patient presented back to the physician with continued drainage, swelling, and blisters at the chest incision site. Physician prescribed additional antibiotics, but the symptoms did not improve. Physician brought the patient into the or two weeks later and identified wound dehiscence at the chest incision site with normal skin flora. Physician decided to remove the entire inspire system and prescribed a two-week course of antibiotics after the procedure was completed.